Manufacturer narrative:
A review of the lot device history records concludes that the product was manufactured as per local and global product specifications.

Manufacturer narrative:
The complaint sample was returned for evaluation and revealed a u-shaped nick on the edge of the lens. A review of the lot device history records is in progress. Medical documentation was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing discomfort in left eye upon initial use of product. Consumer visited eye clinic and was prescribed sodium hyaluronate ophthalmic solution. Consumer states that there was not a diagnosis associated with this event. Additional event details have been requested but have not been provided. Medical documentation was not provided.